Event description:
It was reported that this pacemaker reverted to safety mode. The patient mentioned experiencing a pulsing feeling in the chest near the device. This device was subsequently explanted and replaced. No additional adverse patient effects were reported, and this device has not been returned.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.